Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/09/2017. Retain product was tested and functioning according to specification. Return product was not available.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat ec8+ cartridges that yielded a suspected discrepant results on a (B)(6) male patient with chest pain. The patient was transported to the cath lab based on the lab k+ result. There were no clinical decisions made based on the I-stat result. There was no additional patient information at the time of this report. The customer states that return product is not available for investigation. (B)(6). Based on the hct result of <15% along with the suspected discrepant result, hymolosys is there are no injuries associated with this event. The investigation is underway.